Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11233. It was reported the pt had a burning sensation at the ipg site randomly. In addition, the pt had felt a burning sensation while charging in the past. The pt reported the scs system had shut down and turned back on by itself, however, when it had turned back on she would feel a terrible pain at the ipg site that would make her almost fall down. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.